Event description:
Following a catherization procedure (date unknown), an angio-seal device was utilized for hemostasis in a pt. On 3/8/1998 the pt underwent a right common femoral to superficial femoral artery saphenous vein graft and repair of a pseudoaneurysm in the pt's groin. The pt had also developed an infection at the groin site which required surgical repair, as well as infection of the pt's prosthetic knee which required debridement with complete synovectomy. The pt was placed on IV antibiotics and transferred to the hospital rehabilitation unit. The pt was discharged to home on 3/16/1998. As of 4/13/1998 there has been on further report of complication or pt sequelae made to the MFR.